Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While removing humerus from another company, proximal humerus was destroyed. Poor bone quality. Doctor left trial in patient in order to have structural support and prevent collapse.